Manufacturer narrative:
The device was returned to smiths medical. Wear and tear damaged front cover and enclosure. Cracked tank cover, scratch up pole clamp and bent micro switch. A functional test was performed; the pump was louder than normal and would intermittently stop working. The complaint was confirmed, but the root cause was not determined. The pump assembly, enclosure, water tank, front cover, line cord and pole clamp were replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Ro (B)(4): it was reported that the pump not pumping correctly, and it was over heating.no patient injury was reported.

Manufacturer narrative:
The device was returned to smiths medical. Wear and tear damaged front cover and enclosure. Cracked tank cover, scratch up pole clamp and bent micro switch. A functional test was performed; the pump was louder than normal and would intermittently stop working. The complaint was confirmed, but the root cause was not determined. The pump assembly, enclosure, water tank, front cover, line cord and pole clamp were replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
(B)(4): it was reported that the pump not pumping correctly, and it was over heating.no patient injury was reported.